Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A data download revealed that a (B)(6) male patient was treated. Zoll customer support contacted the pt for additional information. The pt's wife reported that the pt was sitting on the side of the bed holding the monitor, which was "going off" and eventually shocked the pt. The pt was at a rehabilitation facility at the time of the event. A review of the event indicates that the pt experienced an inappropriate defibrillation event. Svt at 163 bpm contributed to the false detection. The response buttons were not pressed during the entire event. The pt remained at the rehabilitation facility following the event. The pt continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 03/2014 - reuse; electrode belt sn (B)(4): 05/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.